Manufacturer narrative:
Date rec'd by MFR: 22oct2019. Date of report: 23oct2019. Additional information has been received which confirms that the reported issue was not for a philips ventilator. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported an error message. There was no patient involvement.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 19jul2019.

Event description:
The customer reported an error message. There was no patient involvement.